Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. Data was evaluated and the allegation was confirmed. The probable cause was determine to be sensor noise. In addition, signal loss over an hour was found in connection to the reported allegation. The reported event of no readings is reportable based on the finding of a signal loss over an hour. No injury or medical intervention was reported.